Manufacturer narrative:
Sciton received an email from dr. (B)(6) on sunday (B)(6) 2016 and she stated that the patient was 48 hours post initiation of antibiotics and doing much better. Another e-mail fro dr. (B)(6) stated that the patient recovered from her infection.

Event description:
Sciton received a voicemail from dr. (B)(6) on friday, (B)(6) 2016 stating that the patient that was treated during the training session on (B)(6) 2016 had developed an infection. She stated that the patient's face had severe erythema, was painful, and had drainage that was yellow and green in color with a slight odor to it. Dr. (B)(6) prescribed bactrim, valtrex, and vinegar soaks. The treatment was a combination mlp and pro fractional. The treatment was performed by the aesthetician, (B)(6). Mlp 15 microns with 50% overlap. Pro fractional was 120 microns with 11% treatment area. This patient was an operating room (o.r.) Nurse who had planned to work the next day, just making phone calls.